Manufacturer narrative:
The reported event of the deformation issue could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 22mm amplatzer septal occluder (aso) deployed deformed, cobra shaped. The device was removed from the patient and was replaced with a 20mm amplatzer septal occluder. The procedure was successfully completed with the replacement and there were no patient consequences.